Manufacturer narrative:
The unit of measure was pg/ml. The initial result was originally provided as 1316 pg/ml. Clarification was received that the initial result was 1376 pg/ml. Section d, device identification, was updated. Relevant fields of sections d and g were updated. The estradiol iii reagent lot number was 887565 with an expiration date of 31-aug-2026. Calibration and qc were acceptable. Sample quality-related alarms were found on the date of the event. There was some dust on the instrument surfaces, orange sedimentation on the rod of the mixer paddle, and rust around the pre-wash station. Based on these observations, the investigation determined the event was consistent with a customer maintenance issue.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The customer cleaned the pallet and found that the pallet was not fully twisted. The needle screw showed rust; this was cleaned. The needle was not fully twisted. The customer repeated estradiol tests, and the results were reproducible. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit. Note: the unit of measure was not provided. The initial result was 1316. The sample was repeated twice, with results of 50 and 49.